Event description:
A report was received that the patient was experiencing pain at the pocket site due to the ipg being shallow in the pocket. The physician prescribed the patient lidoderm patches to use on the pocket site.

Manufacturer narrative:
Additional information was received that the patient was no longer experiencing pain at the pocket site. No further action will be taken.

Manufacturer narrative:
Additional information indicated that the patches did not help the pocket pain as the pain is still present. The physician wants to do a pocket revision, however, nothing has been determined or scheduled.

Event description:
A report was received that the patient was experiencing pain at the pocket site due to the ipg being shallow in the pocket. The physician prescribed the patient lidoderm patches to use on the pocket site.

Event description:
A report was received that the patient was experiencing pain at the pocket site due to the ipg being shallow in the pocket. The physician prescribed the patient lidoderm patches to use on the pocket site.